Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007 manufacturer reference: (B)(4).

Event description:
Information was received that the appliance was broken. Per the provider, the hinge debonded from the acrylic. The patient discontinued use of the device. There was no patient harm or injury. No additional information has been provided.